Event description:
The patient reported she received an e4 (occlusion) message on her insulin infusion device while trying to perform a bolus of insulin. She stated she replaced the infusion set tubing prior to her call and that has resolved the issue. She said the tubing was in use for only one day. The patient did not report blood glucose concerns related to this issue. The patient did not require assistance from a healthcare professional or second party to address the issue. The product was replaced and requested to be returned for evaluation.